Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was observed and the digital board was replaced. The device was recertified and returned to the customer. The digital board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty resistor on the digital board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 58-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was duplicated and attributed to a faulty digital board. The digital board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.